Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a fall really hard directly on the implant two weeks ago and wanted to know if they messed it up. The patient stated that they were not getting any stimulation and they went to the bathroom 12 times the day before the call and already 5 times the day of the call. The patient called back on (B)(6) 2019 with their programmer. The patient was assisted with synching with the programmer and ins and it showed the patient was on program 3 at 1.5v with stimulation turned on. The patient couldn't feel stimulation and they weren't getting relief since the fall, so they increased to 1.9v. The patient stated they were feeling it in their toes and legs where they didn't feel it before. The patient was going to give it a couple of days to see if they got relief, and if not, they would try increasing or changing programs. The patient was advised to get their device checked by their healthcare provider if they didn't get results to make sure the lead was in the correct spot and nothing moved or fractured in the fall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that they have been leaking and re- reported all what first reported about fall and return of symptoms. Patient then add that they increased stimulation to 2.0 on the last call and it "was working there for a while and then all of sudden it just quit" and stated that if he doesn't go when he has to go he's "in trouble". Patient further explained that they could hardly feel their stimulator and that they had another fall last tuesday((B)(6) 2019), they fell out of bed on his hips really bad and has not been able to feel his stimulator since then. Patient also mentioned that they have gain a little bit of weight. During troubleshooting it was determined that stimulation was on and patient confirmed that their therapy setting was at 2.3. Stimulation was increased up to 2.6v but patient did not feel stimulation. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient¿s doctor didn¿t find an issue resulting from the fall. The patient reported that the increase in stimulation did not resolve the return of symptoms, they had increased stimulation and it still wasn't working right. The patient also reported that the stimulation in their toes and legs was not resolved. No further complications were reported.